Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue. The investigation was unable to determine to the lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), lot: a000103310.

Event description:
Additional information received identified that patient reported never having effective therapy from implant and also reported shocking sensation in his abdomen. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Corrected data: d10 - concomitant medical products and therapy dates. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. A patient experiencing ineffective stimulation was reported to abbott. The patient has requested for the system to be explanted due to ineffective relief. Explant surgery has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The patient has requested for the system to be explanted due to ineffective relief. Explant surgery has not been scheduled at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update it was reported the patient had their entire system explanted on (B)(6) 2025. When the rep attempted to perform an impedance check of the system, the patient experienced what he described as an ¿electrical shock¿ across his abdomen. This ¿electric shock¿ sensation lasted less than 5 seconds and never returned after the impedance check was performed. The patient stated that he has often experienced this sensation since the time the system was first implanted. There were no complications.